Manufacturer narrative:
The device history record for um4120xxx was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). Sample was discarded by user.

Event description:
(B)(4) received a single report that referenced two different incidences, which were associated with two separate units, involving the same patient this is the second of two reports. Refer to 9611594-2016-00144 for the first report. It was reported that the microcuff would not maintain a seal, and metal clamps were attached to the cuff-tube to solve the issue. This was only temporary, and the microcuff still had to be replaced. The patient developed aspirational pneumonia. The patient is currently stable. No further information has been provided at this time.